Event description:
It was reported that a malfunction alarm occurred with the pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to put the pump into storage mode and return it with a pre-paid label. A replacement pump was arranged, and the customer used multiple daily injections as a backup therapy to ensure continued insulin delivery.